Manufacturer narrative:
(B) (4).

Event description:
Literature: anonymous. Proceedings of the 154th meeting of the society of the british neurological surgeons: dublin, ireland, october 2009. Br j neurosurg. 2009; 23(5): 468-490. Khan, a.a., birks-agney, I., mcgilloway, e., bullock, p. & ruhton, d. (2009). Long term outcome of intrathecal baclofen pump implantation in patients with advanced multiple sclerosis [abstract]. Summary: the aim of this study was to review the long term outcome in a group of 40 severely disabled patients with multiple sclerosis who underwent intrathecal baclofen (itb) pump implant and treatment between 1996 and 2007. Reportable event: four patients experienced catheter migration. No patient symptoms, treatment, or outcome was reported. See literature report with MFR report # 3007566237-2010-00780.